Manufacturer narrative:
This report is submitted on march 30, 2020.

Event description:
Per the clinic, the patient experienced an infection (unknown if the infection was device related) which was unsuccessfully treated with IV antibiotics resulting in the device being explanted on (B)(6) 2020. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
The device analysis report is attached. This report is submitted on may 11, 2020.